Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 75-80% stenosed and diffuse long lesion was located in the right coronary artery (rca). From the femoral approach the physician predilated with a 2.0 x 30mm maverick rx balloon. He then advanced the 2.5 x 32mm ion mr stent delivery system, but failed to cross the lesion, and it was noted that the stent "buckled" in the calcification. The physician attempted to withdraw the device, but the stent became stuck in the lesion, and dislodged from the delivery device. The physician deep seated the guide catheter to retrieve the stent, but the stent would not go back inside the catheter, due to a large deformity on the distal end of the stent. The physician left the stent in the patient and was able to deploy two additional stents: 1st a 2.5 x 32mm ion stent in the mid rca, then an overlapping 2.75 x 38mm ion stent in the proximal rca. The physician scheduled the stent retrieval for the next day and was able to successfully retrieve the stent that had migrated to the right tibio-peroneal artery. The were no further complications and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).